Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, drug or alcohol abuse, xerostomia, smoker, periodontal disease, diseased mucous membrane, bone resorption, mobility.